Event description:
A self test passed and then an alarm sounded. The "remove and reinsert the battery" message played over and over. There was no negative patient impact.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
(B)(4).